Event description:
Dealer called stating that the front caster fork on the 66550 bariatric rollator was allegedly very loose, almost falling off. This is an out of box failure. No injury. The malfunction has not been confirmed.